Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/12/2017. Device evaluation: the device has been returned and evaluated by product analysis on 12/22/2016 with the following findings: during investigation, the battery compartment and battery cap were undamaged and were able to fit to maintain an electrical connection. The pump base was cracked between the keypad and the seal. The pump powered up with auditory and vibratory alarms to a blank screen. The display, keypad buttons, and black box were unable to be tested due to the blank display. The pump cover was removed to find moisture corrosion all over the printed circuit board.